Manufacturer narrative:
The complaint investigation for false positive alinity I sars-cov-2 igm results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. The patient sample was not available for return. Clinical sensitivity testing was completed using an in-house retained kit of lot 21365fn00 stored at the recommended storage condition. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Device history record review on lot 21365fn00 did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. The customer provided results for 21 patient samples, 5 of which were positive on alinity igm and negative on diasorin igm. All other samples generated concurrent results across both platforms. Of the 5 discrepant samples, 1 was borderline positive on alinity. The 5 samples were negative with the diasorin assay, however 4 of the samples were elevated. The cutoff for the diasorin igm assay is 1.1 index. In this case, the patients had received a covid vaccine and 4 of the 5 samples were elevated with the diasorin assay suggesting the patients may have elicited an immune response to the vaccine. Per the clinical performance section of the package insert, a study was performed to estimate the negative percent agreement (npa). 2985 serum and plasma specimens from subjects assumed to be negative for sars-cov-2 were tested using the sars-cov-2 igm assay. All of the specimens were collected prior to september 2019 (pre-covid-19 outbreak). The npa is 99.56%. Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Based on the investigation alinity I sars-cov-2 igm reagent lot 21365fn00 is performing as intended, no systemic issue or deficiency of the alinity I sars-cov-2 igm reagent was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number: 06r91-22 that has a similar product distributed in the u.s., list number 06r91-20. Patient identifier: (B)(6).

Event description:
The customer reported false positive alinity sars-cov-2 igm results for 5 patients. The customer compared these results to the diasorin (spike rbd target protein) platform. The following results were provided (reference range: < 1.00 s/c = negative, >/= 1.00 = positive): samples were tested from (B)(6) 2020. (B)(6) = alinity igm = 1.26 s/c; diasorin igm = 0.902 (cutoff range: 1.1 index); (B)(6) = alinity igm = 1.02 s/c; diasorin igm = 0.892 (negative); (B)(6)= alinity igm = 1.25 s/c; diasorin igm = 0.159 (negative); (B)(6) = alinity igm = 1.26 s/c; diasorin igm = 0.716 (negative); (B)(6)= alinity igm = 1.27 s/c; diasorin igm = 0.746 (negative). The patient results ranged from 1.02 to 1.27 s/c on the alinity while the results generated a negative result on the diasorin platform. The patients were asymptomatic with negative pcr results that were tested on the same day of the sars-cov-2 igm testing. These patients were vaccinated with the covid vaccine. The patients had no history of infection, and generated negative sars-cov-2 igg results. There was no impact to patient management reported.